Event description:
A thin walled fep ringed gore-tex vascular graft with removable rings was implanted as an ilio-femoral bypass for the repair of an ilio-femoral aneurysm. Approximately 5 months post-operatively, the patient presented with signs of septic shock. The pt was transferred to a different hospital for explantation of the graft and implantation of a homograft. Blood cultures taken were positive for mycobacterium fortuitum. The pt was discharged from the hospital with antibiotic therapy and as of this report is doing fine. Disposition of the explanted graft is unknown; thus, it is not available for examination.

Manufacturer narrative:
Disposition of the explanted graft is unknown; thus, it is not available for examination. The review of the manufacturing and testing records, specifically the sterilization records verified that the lot met all pre-release specifications.